Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the needle on the sensor was fall of and no needle on it. Customer's blood glucose level was 123 mg/dl. Customer also stated that there was a little amount of blood on the site. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform buffered glucose test solution test as the sensor is beyond its expiration date.